Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand there was the possibility that the reported phenomenon was attributed to the malfunction of the dimming control function due to a failure of the dimming control circuit board or the diaphragm unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the field service engineer found that the brightness of the subject device could not be controlled during the inspection of the subject device after delivery at the facility. The brightness level stayed maximum, the brightness mode button did not function. The service department of the olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the automatic brightness adjustment did not function. There was no report of patient injury associated with this event.